Manufacturer narrative:
Integra completed its internal investigation 16sep2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: pn 119618nd lot fe58 was manufactured on 8th june 2015 and (B)(4) parts were released. No anomaly was found, all results are compliant with specifications. The(B)(4) items were checked during incoming inspection. This is the eighth incident for similar issue after the review complaint records during last two years. The (B)(4) items were sold during this period, drills 119618nd being single use instruments. The global rate failure is evaluated at 1.2 %. This is the third incident for lot fe58. The product was not returned. We cannot perform a visual inspection. We have a same product of the same lot available in inventory. Visual examination showed that the drill is not sharp conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined. A non-conformance was opened.

Event description:
It was reported the drill was not sharp anymore and didn't work, so the customer had to use an own drill from another size (2.0mm instead of 1.9mm, because they didn't had 1.9mm) to drill the screw holes. It was reported that although the device was in contact with the patient there was no patient injury alleged. It was reported the event did not lead to an increase in surgery time.